Event description:
Adverse event(s): pt status unk (no known impact or consequence to pt). Product problem(s): "divergence in the calculation of lenses" (power, miscalculation of). The customer reported divergence in the calculation of lenses. The customer requested service, to calibrate the system. The procedure was completed with divergences (sic). Add'l info on the event and pt status has been requested.

Manufacturer narrative:
The customer requested service for the sys and then cancelled the service requested. No samples were returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).